Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.0/2.5/095 (sphere/cylinder/axis)implantable collamer lens into the patient's right eye (od) on (B)(6)2024. The patient experienced lens rotation not associated with low vaulting. The lens was repositioned, but the lens rotated again. There is a planned lens exchange. Lens remains implanted.

Manufacturer narrative:
Additional information: b5 - on (B)(6) 2024 the lens was exchanged with a longer length lens and the problem was resolved. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).